Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "belt slip" error message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, the roller pump, which was set on sucker position, gave an error message, along with a thumping noise. The end-user opted to turn off the roller pump temporarily, and then restart it. This is an ancillary roller pump so the end-user was able to do this without concern. The thumping continued, but the belt slip error resolved itself, and the end-user was able to use the device for the remainder of the procedure without a functional issue. The incident did not delay the surgical procedure, and there was no harm or blood loss associated with the occurrence.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function as intended throughout the evaluation. There were no unusual noises or belt slip errors. The service repair technician (srt) was unable to duplicate the reported complaint. He replaced the drive belt, large and small pulley as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.